Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked display window corner, scratched lcd window, cracked reservoir tube lip, cracked reservoir tube, missing end cap and stripped battery cap (p) at coin slot area.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 533 mg/dl, which was treated with manual injections. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.